Event description:
It was reported that during a superficial femoral artery angioplasty procedure, the stent appeared shorter than expected. The lesion was 10cm, diffuse and multi-segmented. Following an ipsilateral puncture, the epic vascular stent was deployed without difficulties. However, upon deployment, the epic vascular stent appeared to have shortened from 12cm to 10.5cm. However, as the lesion was covered, no further intervention was required. No patient complications were reported. This product is only ous approved, but it is similar to an approved us device.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).